Event description:
The customer reported erroneous platelet test results were generated when using the coulter act diff 2 analyzer. There were also reports of ongoing startup failures for rbc (red blood cell) and platelets. There were no erroneous results reported out of the laboratory and there was no change to patient treatment as a result of this event.

Manufacturer narrative:
The instrument had been experiencing rbc/plt (red blood cell/platelet) startup failures on the days prior to the event, and the customer also indicated that the controls had also been out of range, but had been repeated until acceptable values were obtained and saved in the quality control file. Control results out of range are usually deleted and print outs not saved. The field service engineer (fse) evaluated the instrument and confirmed the reported problem and replaced the rbc bath and the vacuum isolator chamber (vic) due to noise interference or aged components. A full decontamination procedure was also completed on the instrument. The instrument was verified and results met published specifications. Identified failure mode: the failure mode is related to the rbc and the vic which needed replacement; in addition, the decontamination procedure completed on the instrument resolved the rbc/plt startup failures. Rbc and wbc (white blood cell) parameters can be affected by induced rf noise. Product labeling was evaluated: beckman coulter, inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the laboratory's patient population.